Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that perforation occurred and the patient died. A synergy ii drug-eluting stent was deployed in the left anterior descending artery. As per the physician, the stent caused a perforation. The patient was transferred over a bigger hospital and was sent for surgery. A pericardial window was performed, a chest tube was placed, and the patient was tapped again to make sure there was not a leak. The patient continued to decompensate and eventually died.